Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact stated that the patient had drained over the expected dv and was still draining during dr 1 of 5, drain volume was 5,524 ml. Patient¿s contact stated that the patient started his treatment empty tonight. Contact stated that the patient did a manual fill during the day yesterday but not today. Patient felt some discomfort during the drain. Patient was advised to discontinue use of the cycler. Patient has manuals for alternative treatment. I advised contact to follow up with the clinic. Patient¿s treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 1 where 5554 ml drained. This drain is 278% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. The 180% of the prescribed fill volume of 2000 ml is 3600 ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did experience discomfort but there was no serious injury and no medical intervention. The cycler was replaced.

Event description:
"."

Manufacturer narrative:
The alleged event was not confirmed. The reported complaint symptom iipv (dv > 200% of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler.